Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, did not experience repeat cgm error, and successfully started new sensor session, with no additional information received regarding the outcome of the event.